Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for an x-ray, where it was noted that the atrial lead had dislodged. The physician was unable to retract the helix or remove the lead, so it was capped and replaced on (B)(6) 2018. The patient did not experience any adverse events before, during, or after the procedure.